Event description:
It was reported that there was discrepancy in sensor and blood glucose readings and insulin pump would go to suspend threshold. Customer stated that the sensor reading would show low blood glucose and the insulin pump would alarm suspend threshold however his blood glucose was over 100 mg/dl. Customer's blood glucose was 170 mg/dl and sensor reading was 284 mg/dl. Troubleshooting was done. The customer was educated regarding sensor and blood glucose readings. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.